Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging inaccurately high results for a lifescan meter compared to a hospital meter. No blood glucose results were provided, so the inaccuracy issue cannot be verified. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.